Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device and found that the reported phenomenon occurred due to the failure of the 1st regulator unit and the k connector unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found that the gas leakage from the subject device where were the 1st regulator unit, and the k connector unit (to supplys gas to the uhi-4 main unit, connect a high-pressure hose from a co2 cylinder or a wall piping adapter from gas piping equipment). The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the causes of these reported phenomena. However based on the report of olympus india, omsc presumed there was the possibility these phenomena were attributed to the failures caused by aging deterioration due to passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.